Event description:
This complaint is being reported due to the power issue. Reportedly, the animas pump self-reboots. The battery cap cannot be tighten and keeps turning. There was no patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no damage was noted to the battery compartment. The battery cap was found to be stripped and could not be fastened securely to the pump. A test cap was inserted and the pump bottled to the verify screen with appropriate alarms. A review of the black box indicated that one reboot had occurred on the date of the event. The pump was exercised for 24 hours without the pump rebooting. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.